Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2020, the patient was hospitalized for the periodic replacement of the peg-j administration system. During the endoscopic procedure, the presence of a buried bumper was found. On (B)(6) 2020 the patient was admitted to the surgical department. On (B)(6) 2020, surgical intervention was performed to resolve the buried bumper. The patient will be scheduled for gastrostome to reinstall the duopa administration system.